Event description:
See MDR# 3006425876-2012-00055 for the first event with this pt. The pt went to the operating theatre for cardiac surgery for the second attempt at the surgery. The pt again suffered cardiac arrest shortly after the line was placed. He was successfully resuscitated and the pt had a known chlorhexidine allergy which was noted on his file and on his wristband.

Manufacturer narrative:
(B)(4). Sample will not be returned.